Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had read write errors. A field service engineer replaced the row board cable, and upon removing the back panel discovered the drawer pixie bus cable had a bare wire spot touching metal, likely causing the issue, so the cable was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary station (bj-5300), drawer 3.1 displayed read/write pockets errors, and a row board cable replacement was required to address the issue. During troubleshooting, a strong burning odor was noted when the back of the station was opened. There were no reported delays in therapy, no adverse events, and no patient or user injuries associated with this event. Additionally, there was no visible smoke, fire, or sparks observed at the time of the reported issue.